Manufacturer narrative:
Onsite testing by a spacelabs field service engineer confirmed that the involved devices performed to specifications. The testing was witnessed by a hospital representative. The patient's historical waveforms and trend information was collected by the fse and sent to spacelabs for analysis. Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2017 around 9:03 a.m. A patient experienced a 9 second pause that failed to alarm at the central station. The event was captured in the retrospective database. The patient was not injured and remains hospitalized. .

Manufacturer narrative:
The patient's historical waveforms and trend information were reviewed by a spacelabs lead software engineer. Findings show that an episode of ventricular asystole was detected by the xtr telemetry system at the time of the complaint episode, and an alarm was triggered and stored in the historical database. As the central monitor operated according to specifications when tested by a spacelabs field service engineer, we know of no reason that audible and visual alarm indicators would not have been present during the reported event. This report is considered final and the issue is closed.